Event description:
Patient reported the needle button accidentally released prior to the completion of the 24-hour period on 5 v-go's. Patient stated the one she applied today was worn for five hours, the one worn (B)(6) 2020 was worn for three hours, the two worn last week were worn for 12 hours and the one worn the week prior to that was worn for 12 hours. Patient stated all were applied to her abdomen and no extra activity occurred prior to the events. Patient stated she discarded the v-gos worn prior to (B)(6) 2021.